Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with approximately 200-220 units of insulin. There was no impact to the customer's blood glucose level. The customer declined to reload the existing cartridge. Reportedly, a new cartridge was loaded onto the pump.